Event description:
A patient underwent radiofrequency ablation using the halo 90 ultra catheter to treat barrett¿s esophagus. It was reported by the account that the patient developed a stricture which was treated with dilation. No further information was provided.

Manufacturer narrative:
Device was not returned therefore an analysis was not able to be performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).